Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had over delivery alarm. The customer¿s blood glucose was 320 mg/dl at the time of incident and current blood glucose value 160 mg/dl. Customer also stated that they treated with glucagon for low blood glucose level and high blood glucose level with insulin pump. Customer also stated that they alleged pump was over delivering because customer stated they put carbs in and it said that line was blocked. The sensor will not be returned for analysis.